Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range pacing impedance measurements on the right atrial (ra) lead. Additionally, this system exhibited atrial undersensing. Technical services (ts) was consulted and recommended programming automatic gain control (agc) to 0.15 mv, which is the lowest possible setting for agc. No adverse patient effects were reported. This ICD remains in service.